Event description:
Patient underwent a reimplantation on (B)(6) 2026 (new device: (B)(6)). Following the intervention, the clinical outcome was not satisfactory, as telemetry results raised concerns regarding a possible extracochlear position of the electrode array. Despite these findings, the patient proceeded to activation on (B)(6) 2026. During activation session, fitting could not be completed as there was no auditory perception in any of the channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.